Event description:
Customer reportedly obtained results of 378mg/dl and 166mg/dl on the same device within 10 minutes. Customer reportedly took her normal medications in response to the results. No adverse event reported and no treatment received. No strip information provided and no quality controls were used. Requested return of suspect device, however, customer states it is unavailable for return.